Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. It was reported that the patient¿s infusion system was explanted due to infection on (B)(6) 2020. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004 , explanted: (B)(6) 2020, product type :catheter; other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 07-aug-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.